Event description:
Procedure type: low anterior resection. According to the reporter: after cycling reload, jaws would not open. New load was introduced and firing mode engaged but blade wouldn't advance. Reload did not lock on tissue. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).